Manufacturer narrative:
Due to the automated mes system there are controls in the manufacturing process to ensure the product met specifications upon release. Visual/microscopic inspection indicated that the stent was stuck within the sheath tip and was advanced and found to be deformed. Functional inspection not carried out. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The stent was seen to have deployed and the stent was deformed. The as reported stent difficult/unable to advance or pullback through catheter and stent deployed prematurely during use can be confirmed based on this. The as reported as well as the as analyzed stent deployed prematurely during use and stent deformed will be assigned procedural factors as this complaint appears to be associated with a product that met stryker design and manufacturing specifications and was used in accordance with the dfu, but performance was limited due to procedural factors during use.

Event description:
It was reported that a stent assisted aneurismal coil embolization was performed in the acoma (anterior communicating artery). During the procedure, while advancement of the subject stent, it got stuck inside the microcatheter. When the operator tried to remove the whole stent system, the subject stent deployed into proximal microcatheter. So the operator removed microcatheter with prematurely deployed stent out of patient's vasculature. The physician replaced it with a new device and continued the procedure without clinical consequences to the patient.

Manufacturer narrative:
The device is not available to the manufacturer, as device was implanted in patient.

Event description:
It was reported that a stent assisted aneurismal coil embolization was performed in the acoma (anterior communicating artery). During the procedure, while advancement of the subject stent, it got stuck inside the microcatheter. When the operator tried to remove the whole stent system, the subject stent deployed into proximal microcatheter. So the operator removed microcatheter with prematurely deployed stent out of patient's vasculature. The physician replaced it with a new device and continued the procedure without clinical consequences to the patient.